Event description:
Alleged issue: staples were not formed correctly. There were no consequences to the pt. Pt condition listed as fine.

Manufacturer narrative:
Device sample not received by manufacturer.